Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. A potential root cause for this failure mode could be kink inlet tube/no air vent/design issue. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions for use: avoid force on the connecting parts as they may be accidentally disconnect due to the weight of the drainage bag etc. And may cause urine spill."

Event description:
It was reported that the urine flow was poor, and ran through the inlet tube on the day of use. Allegedly, urine did not flow without milking.